Event description:
Caller reported cgm error 42, but the call was disconnected. There was no adverse impact to the customer¿s blood glucose level. Customer managed to reboot the pump, resolving the issue.